Event description:
The physician attempted to deploy an endeavor sprint 2.50 x 18 mm drug eluting stent. The target lesion was in the lad. The lesion had 80% stenosis, was moderately calcified and the vessel tortuosity was moderate. The lesion length was 15 mm. There was a previously deployed stent in the lad. The physician attempted to advance the endeavor sprint stent through the previously deployed device but it could not pass. Resistance was encountered during advancement. Another stent was implanted. The device was returned to the manufacturing facility and evaluation revealed slight damage to stent. The physician commented that the damage to the stent was due to the difficult patient anatomy. There were no patient complications reported. Device evaluation: the 1st and 2nd distal stent segments were deformed. The balloon had not been inflated.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 80 % stenosis, was moderately calcified and the vessel tortuosity was moderate. The physician commented that the damage to the stent was due to the difficult patient anatomy). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 80 % stenosis, was moderately calcified and the vessel tortuosity was moderate. The physician commented that the damage to the stent was due to the difficult patient anatomy).